Manufacturer narrative:
H3: analysis of the pipeline (ped2-500-18, lotno:b043137) found that the pipeline flex pusher was not returned. As the braid was returned already detached from the pusher the braid ends (proximal, distal) could not be identified. The pipeline flex braid middle and ends were found open. However, one end of the pipeline flex braid was found damaged (frayed). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ could not be confirmed, as the device has been fully deployed and re-sheathed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. However, the cause could not be determined. H6: conclusion code updated to b19. Result code updated to c070601. Method code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the middle segment. The patient was undergoing surgery for treatment of four, unruptured aneurysms between t carotidien and ophthalmic artery. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered, and the pru level was unknown. It was reported that during deployment in the m1, the pipeline opened at the beginning, but the middle segment stayed closed. After a lot of tips and tricks by the physician, the pipeline was still unable to open. It was unknown if the device was positioned in a bend, less than 50% had been deployed, and resheathing was done less than 3 times. No additional actions were taken to try and open the pipeline. It was decided to resheath the pipeline and remove it from the patient. A replacement device was then used to complete the procedure. Post-procedure angiographic results were good. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a marksman 160.